Manufacturer narrative:
A female pt of unknown age and medical history experienced a thrombotic event and expired the day after cypher stent implantation. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. This patient's gender puts her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre- dilated prior to the placement of a 2.50 x 18mm cypher stent at an unknown maximum inflation pressure. The post procedural administration of asa or plavix was not reported. The day after the index procedure, the patient developed an abnormal EKG with st elevations and low hemoglobin. A repeat angiogram revealed thrombus proximal to the previously implanted cypher stent and in other vessels. Pci was attempted to treat this event, but upon placement of a second wire, the patient became hypotensive, bradycardic and coded. CPR was conducted for one hour, but was unsuccessful and the patient expired. Multiple attempts have been made to obtain further information, but have been unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. Additionally, as the sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. Thrombotic events are a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about relationship between the device and the event.

Event description:
In 2006, the female patient had a 2.5 x 18mm cypher stent implanted. The following day, the patient was re-admitted into the cath lab due to an abnormal EKG and st elevation. Repeat angiogram revealed thrombus throughout the coronary vasculature proximal to the stent. The patient's hemoglobin was 7-8. When the patient first went into the cath lab, she had normal cardiac rhythm and then it changed to hypotensive bradicardia. One wire was placed, but it had to be exchanged for another one because it was not long enough. When the second wire was placed, the patient coded. CPR was conducted for approximately one hour, however the patient died. Films revealed clots present in other vessels and very proximal to the cypher stent.